Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported they are unsure what circumstances led to the ins depleting faster than expected.

Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they just had the implantable neurostimulator (ins) replaced due to the ins depleting faster than expected. The model and serial number was reviewed with the patient because they wanted to make sure the model number on the ID card was correct. No patient symptoms were reported.